Event description:
The rptr stated that she did a meter to hcp meter comparison. The reading on her meter was 54 mg/dl, and the hcp meter (type unknown) result was 164 mg/dl. She did not have any symptoms. During troubleshooting, it was learned that her meter was incorrectly coded to her test strips. She had not been cleaning her meter properly. A control solution test was done using a new vial of test strips. With the result in range.